Event description:
It was reported that the hypothermia pad was damaged and leaking fluid. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the hypothermia pad was damaged and leaking fluid. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A review of the blanket could not confirm the alleged leak event reported by the user facility. The pad was filled with water and no leaks could be identified. However it was identified that the hose connectors and tubing had been cut off by the customer. It is possible that the leak may have been coming from this location.